Event description:
The manufacturer received information that a trilogy evo ventilator was returned for preventative maintenance and was noted to have a ventilator inoperative condition occur. There was no harm or injury reported. The reporter indicated the device gave a ventilator inoperative error code e-155 indicating a ventilator inoperative condition where the machine flow sensor drift was above the specification of equal to, or greater than, 0.2lpm. The machine flow sensor is defective and the trilogy evo system printed circuit board assembly (pca) requires replacement to address the issue. Additional findings not related to the malfunction/issue: the trilogy evo muffler and filter were noted to be dirty. The device evaluation and repair have not yet been completed at this time. A follow-up report will be submitted when the manufacturer's investigation is complete.